Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a slow flow supply alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to a loose connection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) was getting a slow flow supply alarm. The hp stated she realized after the alarm that the spike was coming out of the supply bag and wanted to start over. The technical service representative (tsr) assisted with ending therapy. On (B)(4) 2010 product surveillance spoke with the hp who stated that she did not notice any defects or anything unusual with the supplies. The hp did not experience any injury or have medical intervention after the issue. The hp was not using a connection exchange device. The hp stated the only thing she could think of that might have caused the problem was that she must have hit or pulled the line on accident in her sleep. Product surveillance contacted the hp on (B)(4) 2010 regarding the reported problem. The hp stated that she did not notice any defects or anything unusual with the supplies. The hp did not experience any injury or have medical intervention after the issue. The hp was not using a connection exchange device. The hp stated the only thing she could think of that might have caused the problem was that she must have hit or pulled the line on accident in her sleep.

Manufacturer narrative:
(B)(4). No lot information was provided during follow up with the home patient (hp). The reported condition was resolved over the phone; no sample was requested at this time as the hp stated that she did not notice any defects or anything unusual with the supplies. Should any additional information become available, a follow-up report will be submitted.